Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: it was noticed that the device was defective. There was no mucosa in the stapler. The problem resulted in the rectal mucosa being torn out and the external sphincter muscle exposed with hemorrhage. As a corrective measure, hemostasis, hemorrhoidectomy, and plasty of the mucosa with monocryl 3/0 suture was performed.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the problem resulted in the rectal mucosa being torn out and the external sphincter muscle exposed to 180 degrees, with hemorrhage.